Event description:
Grounding pad caused 2 small burns on patient's left lower extremity. Grounding pad immediately removed from posterior left lower extremity and new grounding pad applied to right lower extremity. Avanos. FDA safety report ID# (B)(4).